Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after the implantable cardioverter defibrillator (ICD) implant procedure the patient experienced an episode of treated ventricular tachycardia (vt). After the episode, patient¿s heart rate dropped to the programmed lower rate, and there was concern that there may not have been back-up pacing. The patient felt ¿asystole¿/symptomatic and experienced hypotension during the event. The patient¿s ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.